Event description:
Reportedly, before pt use, the ventilator screen froze and the colors of the screen turned blue/green with no displayed characters. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).